Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. The indicated phenomenon may have been prevented by following the descriptions found in the instruction manual of cv-150 (figure no.: gt2076) which states: ¿never insert anything into the ventilation grills of the video system center. It can cause an electric shock and/or fire.¿ ¿do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of intermittent image was not confirmed. In addition, the lamp socket was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer attended a call through telephonic mode with a customer. Per customer, an image was displayed intermittently on the screen. After cross checking with a scope found the video system center experienced the malfunction. The event occurred during maintenance. There was no procedure or patient involvement.